Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 09/2022). Device not returned.

Event description:
It was reported that during port placement, the catheter allegedly detached from the port and migrated. Additional medical intervention was performed to pick up the catheter. Patient reported as injured.

Event description:
It was reported that during port placement, the catheter allegedly detached from the port and migrated while the connector ring was still in place. Additional medical intervention was performed to pick up the catheter. Patient reported as injured.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one catheter segment measuring approximately 27.3cm in length. Visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the reported disconnection and identified fracture and material separation issue as a complete, diagonal, circumferential break was observed distal to the 25cm depth marker and the edge of the break to be smooth but non-uniform. Therefore. The investigation is inconclusive for the reported catheter migration as the exact circumstances at the time of the reported event are unknown and cannot be reproduced in the lab. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.